Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had been at home on a modified power module patient cable due to a known percutaneous lead compromise (previously reported by the manufacturer on medwatch # 0002916596-2013-00328). The patient reportedly declined a pump exchange. Overtime, the percutaneous lead compromise (short to shield) progressed and ultimately the pump stopped and the patient expired.

Manufacturer narrative:
The patient¿s lvad was disposed of and no product is available for evaluation. The patient had been at home on ungrounded patient cable for a known short to shield in the percutaneous lead since (B)(6) 2013. The patient refused a pump exchange. The short to shield progressed over this time and ultimately the pump stopped and patient expired. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
According to the info provided to the manufacturer, the explanted lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.